Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: faded rear cover. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: no image, due to kink/knot or twisted cable. The most probable cause of the complaint is either, it was not confirmed, that there was a problem with the device or it was confirmed, that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head did not work. And gave error message e322 (scope communication error). The event occurred, during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head did not work and gave error message e322 (scope communication error). The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.